Event description:
It was reported that during reprocessing a mega suturecut needle driver instrument, a cable separated and was sticking out at the end. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found one grip close cable broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the instrument's wrist. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.